Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the truemetrix air meter was sometimes not powering on when a test strip was inserted. Customer also stated that the truemetrix air meter was displaying the same result. Customer reported changing the meter battery a few days ago; customer stated that she has had the truemetrix air meter for two years. The correct battery was used and it was in correct orientation for the meter. During the call, the truemetrix air meter did not power on using the power button or when a test strip was inserted. At the time of the call, the customer stated she was having difficulty seeing and that her blood glucose may be elevated. Medical attention was not needed at the time of the call.